Event description:
It was reported that the patient experienced dizziness. There was rising threshold, high threshold and intermittent/no capture on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.